Event description:
Customer reported via phone call to have received a motor error alarm during priming. Customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test due to moisture damage on force senor resistor. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.